Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead, implanted in the his bundle and plugged into the left ventricular port of the cardiac resynchronization therapy defibrillator (crt-d), exhibited a rise in pacing thresholds to a level requiring high output and eventually was not capturing. The lead was explanted and replaced with a transvenous left ventricular (lv) lead. It was also reported that the crt-d may have exhibited premature battery depletion due to the high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.